Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a non-clinical-study program, brand websites for devision consumer healthcare (B)(4). A contactable consumer reported a (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap, lot j23219, exp. Date aug2017) on (B)(6) 2015 for 6.5 hours for menstrual complains. The patient's medical history included diabetes, circulatory disorder, heart disease, rheumatoid arthritis, neuropathy and impaired touch sensitivity (problems with feeling warmth or pain on the skin). Concomitant medications were not reported. On (B)(6) 2015, the patient reported she experienced extensive burns, burning on the lower belly and burning 3rd degree. The patient stated she was not hospitalized in response to the event and did not go to the physician. Patient assessed skin tone as middle pale, no history of skin disorders. The package of the product was middle yellow-gold, the package was not used completely and it was not used in the past. In the past, hot-water bottle was used monthly for years and no side effects were associated with this treatment. Thermacare was applied directly on the skin (in underwear), no sport was done during treatment, the skin was not controlled during treatment. The instruction in product leaflet was read before using. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken as a result of the event included using bepanthen (antiseptic wound cream). At the time of the report, clinical outcome of the event was recovered. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (27jul2015): follow-up attempts completed. No further information expected. Case closed. Follow-up (29jul2015): new information received from a consumer included: patient age, relevant medical history, lot number and expiration date, product indication, product usage, action taken, event onset, reaction data (update event to burns third degree), therapeutic measures taken and event outcome. Follow-up (17sep2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Company clinical evaluation comment based on the information provided, the event extensive burns, burning on the lower belly and burning 3rd degree described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event extensive burns, burning on the lower belly and burning 3rd degree described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Manufacturer narrative:
The instruction in product leaflet was read before using. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken as a result of the event included using bepanthen (antiseptic wound cream). At the time of the report, clinical outcome of the event was recovered. Follow-up (july 27, 2015): follow-up attempts completed. No further information expected. Case closed. Follow-up (july 29, 2015): new information received from a consumer included: patient age, relevant medical history, lot number and expiration date, product indication, product usage, action taken, event onset, reaction data (update event to burns third degree), therapeutic measures taken and event outcome.

Event description:
Burning 3rd degree/ burns extensive / burning on the lower belly [burns third degree]. This is a spontaneous report from a non-clinical-study program, brand websites for (B)(4). A contactable consumer reported a (B)(6) year old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap, lot j23219, exp. Date august 2017) on (B)(6) 2015 for 6.5hours for menstrual complains. The patient's medical history included diabetes, circulatory disorder, heart disease, rheumatoid arthritis, neuropathy and impaired touch sensitivity (problems with feeling warmth or pain on the skin). Concomitant medications were not reported. On (B)(6) 2015, the patient reported she experienced extensive burns, burning on the lower belly and burning 3rd degree. The patient stated she was not hospitalized in response to the event and did not go to the physician. Patient described skin tone is middle pale, no history of skin disorders. The package of the product was middle yellow-gold, the package was not used completely and it was not used in the past. In the past, hot-water bottle was used monthly for years and no side effects were associated with this treatment. Thermacare was applied directly on the skin (in underwear), no sport was done during treatment, the skin was not controlled during treatment.

Event description:
Event verbatim (preferred term) (related symptoms if any separated by commas). Burns extensive [thermal burn]. Case description: this is a spontaneous report from a non-clinical-study program, brand websites for division consumer healthcare (B)(6). A contactable consumer reported a female pt of an unspecified age and ethnicity started to receive (B)(6)heatwrap ((B)(6) heatwrap) from an unspecified date for an unspecified indication. The pt's medical history and concomitant medications were not reported. On an unspecified date, the pt reported she really enjoyed trying the heatwrap out, but she experienced extensive burns. She mentioned she followed all instructions. Action taken in response to the event for (B)(6) heatwrap was unk. At the time of the report, clinical outcome of the event was unk. Additional info has been requested and will be provided as it becomes available.

Manufacturer narrative:
Company clinical eval comment: based on the info provided, the event thermal burn described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The case meets initial 10-day EU and 30-day FDA reportability.